Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative, regarding a patient's implantable neurostimulator (ins). It was reported that patient's lead moved. It was functioning but only movement. It was unknown when the issue occurred. Patient was unsure what/if he did anything for the movement. X-ray was performed to confirm the movement. Surgery for revision was performed. The lead was replaced. The old lead was discarded by the customer. The issue was resolved. No symptoms were reported. Hcp had no further information. Patient's weight was asked but unknown. No further complications were reported/anticipated.